Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, loss of atrial sensing was observed. Interro- gation showed r wave sensing although sinus p waves were seen on the surface ECG. The device then began pacing appropriately without any programming intervention. Adequate sensing was noted with no further problems.